Manufacturer narrative:
Preliminary analysis confirmed the reported behavior and revealed that it was due to an incorrect programm execution.

Event description:
Reportedly, during the interrogation of the subject ICD the following message appeared : "there already exits configurations pre-programmed with the same name. Delete? Do you want to replace?". The user pressed no and confirmed the programming before closing the session.

Event description:
Reportedly, during the interrogation of the subject ICD the following message appeared : "there already exits configurations pre-programmed with the same name. Delete? Do you want to replace?". The user pressed no and confirmed the programming before closing the session.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the interrogation of the subject ICD the following message appeared : "there already exits configurations pre-programmed with the same name. Delete? Do you want to replace?". The user pressed no and confirmed the programming before closing the session.